Manufacturer narrative:
Follow-up # 1 date of submission 06/18/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 06/03/2015 with the following findings: a review of the pump¿s black box history showed that cs 208 continuous glucose monitor (cgm) blood glucose (bg) limit low warnings were recorded. The cgm user setting was set to 80 mg/dl with a 30 minute snooze time for low bg limit alerts. The pump was paired with a test transmitter and the system performed appropriately with no errors, alarms, or warnings occurring. A cs 208 warning was simulated and the pump emitted the appropriate audible and visible alert. The warning was confirmed and the pump gave another cs 208 warning after exactly 30 minutes snooze time. The vibe user guide specifies that if the pump emits a ¿glucose level below low glucose alert level¿ warning, the pump will vibrate/beep every 3 minutes until confirmed. If confirmed, the alert will snooze for the user selected snooze time. The complaint that the pump was emitting a ¿bg low¿ alert every 5 minutes was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump was emitting the ¿low¿ alert every five minutes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.